Event description:
It was reported by the patient's attorney that in 2004 - mesh implanted to repair ventral hernia. Fever & abdominal tenderness was experienced following surgery. Five months later - surgery performed. Bowel perforation found & possible chronic bowel obstruction & bowel adhesions dissected. Three months later - infected patch removed. And nine months later - bowel fistula repaired and residual mesh removed.

Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.